Event description:
The pt received the scs system on (B)(6) 2011. During the procedure, the physician noted the top electrode contact on the lead was splitting away from the head of the lead. A new lead was used and implanted. No pt complications were reported.

Manufacturer narrative:
Eval: results: the microscopic inspection of the returned lead revealed the upper number 15 contact was detached from the substrate. A single wire was holding it in place. This wire was broken but was still embedded in the paddle. This lifted contact had scratches on the surface and the underlying substrate was torn. The upper channel 15 failed resistivity and continuity. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.